Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to another meter. The medical surveillance specialist was unable to obtain additional information and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began at an unspecified time in mid august. The patient reported obtaining blood glucose results of "213 mg/dl" with the subject meter and "157 mg/dl" with a fire station meter (unspecified type). Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient reported managing his diabetes with shots (other than insulin; not specified). The patient told the cca that since the time the alleged issue began to the time of his call to lfs he has consumed less food and/or than in his normal diabetes management. The patient claimed that he developed symptoms of "blurred vision, dry mouth, sleepy, and miserable feeling." However, it is not clear if the symptoms began prior to the alleged issue starting or after the alleged issue began. The patient told the cca that he treated himself around the time the alleged issue began with lantus, metformin (850mg twice a day), and glyburide (4x 10 units). The patient also mentioned that he obtained blood glucose results between "157- 300 mg/dl" several times since (B)(6). At the time of troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement, that the patient was using an approved sample site and that the patient was using the correct testing process. The cca also confirmed that the patient was using the correct test strips and that they were not being stored in a damaged vial. At the time of troubleshooting the patient performed a control test which reportedly passed. The alleged issue was resolved with troubleshooting. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reportedly made changes to his normal diabetes management due to the alleged issue starting and subsequently developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.